Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site. Consequently, surgical intervention was undertaken and the patient's physician repositioned the patient's scs ipg on (B)(6) 2022. Effective therapy was established post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.